Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number (B)(4).

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number (B)(4).

Event description:
It was reported patient underwent a revision procedure seventeen months post implantation due to instability. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: persona articular surface medial congruent (mc) catalog # 42512100810, lot # 65376132. Tibia cemented 5 degree stemmed left size f catalog # 42532007501 lot # 65417534. All-poly patella cemented 35 mm diameter catalog # 42540200035 lot # 65601961 stem extension tapered cemented 14 mm diameter +30 mm length catalog # 42557000114 lot# 65535346. 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 65386668. Iassist pin & screw pack sterile catalog # 20800000020 lot # 65408033. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.